Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, three balloons were inflated and used on the patient but the balloons would not deflate enough to be taken out of the scope. The devices were cut and removed to avoid damaging the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on november 10, 2022: it was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, the balloon was inflated and used on the patient but the balloon would not deflate enough to be taken out of the scope. The device was cut and removed to avoid damaging the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a140101 captures the reportable event of balloon failed to deflate.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used in the esophagus during an upper endoscopy procedure performed on (B)(6) 2022. During the procedure, three balloons were inflated and used on the patient but the balloons would not deflate enough to be taken out of the scope. The devices were cut and removed to avoid damaging the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.